Manufacturer narrative:
Advanced failure analysis was completed: the complaint was related to tissue pushing out during firing of this reload. Logs from the procedure in which this reload was fired indicate that the firing was complete with no pauses for compression. Visual inspection shows multiple malformed staples lodged at the distal end of the knife track, cartridge damage at the distal end of the knife track, and damage to the knife edge. Evidence suggests reload was fired across a previous staple line, likely causing staples to be lodged in the knife track, in front of the knife. Having staples in front of the knife could be related to the tissue pushing out of the jaws. Lodged staples in the knife track is associated with tissue being pushed out during firing that may be a contributing factor, but not the sole cause.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was initially reported that during a da vinci-assisted gastric bypass surgical procedure, while using the sureform 60 stapler instrument, the tissue was pushed out of the jaws and was not stapled. The surgeon removed the stapler instrument, cut the bowel manually, over-sewed both staple lines, and then placed a drain. On (B)(6) 2021, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information and clarification regarding the reported event: during the (B)(6). The surgeon stated that he used a sureform 60 stapler instrument with a blue sureform 60 reload installed and fired a horizontal staple line on (B)(6) with no issues. Then, the surgeon attempted to fire a vertical staple line with another blue sureform 60 reload for the second fire. The instrument clamped down with no problems or pauses. When he pressed the yellow pedal to fire, the blade allegedly pushed the tissue out of the jaws and as a result, did not cut tissue. He does not recall if there were any staples embedded in the tissue. There were a few staples floating in the operative field, and he removed them. The staple line was medial to the 36mm (B)(6) bougie and not too close to the bougie. The stapling issue disrupted the serosal layer of the (B)(6), but it was not a full-thickness injury. The surgeon used a backup sureform 60 stapler instrument with a new reload and re-stapled the (B)(6). As a precaution, he over-sewed the staple lines on either side and placed a drain. The surgeon believed the issue could be secondary to a couple of loose staples in front of the blade. The surgeon confirmed the following: there was no issue clamping down on tissue. No pauses for compression. No buttress material was used. There were no system-generated error messages. There was no additional hospitalization because of the stapling issue or the drain.

Manufacturer narrative:
Isi has received the sureform 60 stapler instrument with a blue sureform60 reload associated with this event. The blue sureform 60 reload was returned to isi for evaluation with no reported issue. The investigation has been completed. A review of the log shows no errors. Observations not reported by site: the reload was found to have mechanical indentation damage to the blade. Root cause of this failure is attributed to user. The reload was found to have cartridge damage. Root cause of this failure is attributed to user. The reload was found to have exposed staples on the reload and the reload knife track. Intuitive has received the sureform 60 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues. The firing test was performed an additional time with the different orientation of the distal end and passed without issue. A review of the logs show no errors. No image or video clip for the reported event was submitted for review. A review of the site complaint history shows no other complaints for this product. A review of the device logs for the sureform 60 stapler instrument (part# 480460-09,/ lot/serial# (B)(6) associated with this event has been performed. Per this review of the logs, the sureform 60 stapler instrument was last used on (B)(6) 2021 via system serial# (B)(6). There was 1 use remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. It is a single-use instrument. An isi advanced failure analyst (afa) engineer conducted stapler log review and the following information was provided: logs show that sureform 60 stapler instrument part number 480460-09, lot # l93210722-0295 was installed 2 times and fired two reloads (both blue). Both firings were completed per the logs without any pauses for compression. There were no incomplete clamps by this instrument. This complaint is considered as a reportable due to the following: during a da vinci-assisted (B)(6) surgical procedure, while using the sureform 60 stapler instrument, the (B)(6) was pushed out of the jaws and was not stapled. The surgeon removed the stapler instrument, cut the (B)(6) manually. Re-stapled the tissue with a backup stapler instrument, over-sewed the staple lines as a precaution, and then placed a drain. At this time, the root cause of the tissue being pushed out from the jaws of the sureform stapler is unknown. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.